Manufacturer narrative:
A component of the system, case recordings have been received and are currently under evaluation. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the 3d tree was not generated appropriately. Attempted to manually regenerated the 3d tree failed. The physician was able to complete the procedure however the patient had a pneumothorax. No further information is known at this time.

Manufacturer narrative:
The patient's CT scan was reviewed. CT slices were produced with inconsistent parameters. As a result, the scan was identified in the patient list, but divided to numerous sequences, and therefore a 3d tree could not be generated. The system is designed to work with specific CT parameters and cannot use CT scans with inconsistent parameters, such as the interval, kernel, resolution or pixel padding parameters. This is the proper functioning of the software and no device issue was found. If information is provided in the future, a supplemental report will be issued.